Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that water samples from the sorin heater-cooler system 3t tested positive for legionella. The test results show a bacterial count of 80cfu. The customer reported that no patient impact has been identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that water samples from the sorin heater-cooler system 3t tested positive for legionella. The test results show a bacterial count of 80cfu. The customer reported that no patient impact has been identified.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Multiple attempts were made to retrieve additional information, including request for final test results, disinfection procedure/protocol and if the cleaning process was performed per the instructions for use (IFU). No additional information has been received. If additional information is received it will be evaluated for reportability as required. The result of the investigation does not provide enough evidence to determine a root cause for the reported event. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.